Manufacturer narrative:
The reportable event type was updated to potential fragment.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory was coming off. The doctor noticed it coming off during their cases and was unsure of the cause. This issue had happened in 4 or 5 cases. There were no issues with the mcs tip cover accessories falling into the patient, but only during the procedure. The issue could be related to electrolube but were unsure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. Isi has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.